Manufacturer narrative:
Device eval: one used device has been returned for investigation. The user did not indicate if this was the initial use of the device nor did they provide an email address. The lot number was not provided. The device history record and complaint database search could not be performed for lot specific info. A follow up report will be submitted when the eval has been completed. Results: results pending completion of eval. Conclusions: conclusion not yet available - eval in progress.

Event description:
The user reported that after catheter placement the lower part of the catheter above the cuff was damaged. The user is not certain if the damage occurred during placement while using the cuff implanter. The device was exchanged and the procedure was completed without further incident. No harm or injury was reported.